Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a malfunction of damaged battery was confirmed and reproduced. The baxter personnel have determined that this condition is due to depleted main batteries. The main batteries and battery harness were replaced to resolve the reported problem. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the pump has been previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.